Event description:
It was reported that the patient had had open heart surgery on the monday prior to this report, and after coming out of surgery his stimulator was ¿broken.¿ it was stated that the patient needed to have someone ¿reset the stimulator¿ because he used to have access to ¿both a and b,¿ but after surgery only had access to ¿a.¿ it was stated that the patient¿s healthcare provider had known that cautery could cause damage to the stimulator, and that is what had happened. It was noted that the patient had been admitted to the hospital because of his open heart surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).